Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2021. The device was not returned for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death, in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. No additional information provided.